Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event. The device will not be returned for analysis as it was consumed in the event; therefore, the event cause could not be determined. (B)(4).

Event description:
On (B)(6) 2014, the patient underwent onyx embolization treatment of the mesenteric artery. During the procedure, it was reported the first vial of onyx was delivered successfully. During onyx injection of the second vial, some onyx was observed to have migrated to a non-targeted treatment area due to the surgeon injecting dmso into the catheter (which was contradicting the IFU, instructions for use). This caused the artery that leads to the bowel to become embolized. The patient has been examined by gi (gastrointestinal) surgeons and is well without any issues from this event. The patient was successfully treated and there was no change in the patient status and no ill effects from the treatment.